Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that the device will not complete a power on cycle. The device will start resetting when a power on is attempted. This was discovered during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The customer received a replacement device.